Event description:
Reporter indicated a vns pt was to have the vns explanted due to pain in the left chest with movement. The pt later had the vns explanted. The vns was removed to prevent further discomfort for the pt in the future. Attempts for return of the explanted devices are in progress.